Manufacturer narrative:
Initial reporter: phone# unknown. (B)(4).

Event description:
The customer reported the surgeon implanted an icm120v4 12.0mm implantable collamer lens on (B)(6) 2012 in patient's right eye and an anterior subcapsular cataract was noted on (B)(6) 2013, associated with low vault. The lens was explanted (B)(6) 2014, cataract surgery was performed and an iol was implanted.

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product showed 3 footplates were torn off and missing and there was a clear surgical residue on the lens. The lens was returned dry, rehydrated and both the length/ width were remeasured and found to be within original design specifications. Medical review - although several factors may play a role in cataract development (age, degree of myopia, systematic diseases, medications, surgical manipulation, etc) we cannot rule out low vault as a contributing factor. According to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition, (poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).